Event description:
It was reported the customer had air bubbles in their reservoir. The customer stated the air bubbles were not champagne sized. The customer also stated the air bubbles were near the o-ring and was not present in the tubing. Troubleshooting was able to clear the air bubbles from the reservoir. Customer's blood glucose was 7 mmol/l. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).